Event description:
It was reported that shaft pinhole occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel. A 5.0 x 100, 75cm mustang balloon catheter was inflated twice at 20 atmospheres. After removing the device, imaging was performed and balloon was re-inflated. However, about 20cm from the shaft tip, a pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft pinhole occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel. A 5.0 x 100, 75cm mustang balloon catheter was inflated twice at 20 atmospheres. After removing the device, imaging was performed and balloon was re-inflated. However, about 20cm from the shaft tip, a pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A visual examination of the returned device noted that the balloon was unfolded and inflation medium was noted within the balloon which indicates it had been subjected to positive pressure. The returned device was loaded onto a 0.035 inch guidewire, attached to an encore inflation unit, and positive pressure applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. A leak was identified in the shaft 110mm proximal of proximal marker band. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The leak site on the shaft was inspected using a microscope and it appeared that the shaft had been cut or scraped by a sharp object. No information was provided on how this damage occurred. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. No other issues were identified during product analysis.